Event description:
It was reported that on (B)(6) 2013 the left ventricular lead exhibited loss of capture and lead dislodgement was suspected. On (B)(6) 2013 loss of left ventricular capture was again observed. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.